Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation showed that the pump running on time/date (B)(6) 2011 01:00 am. The time and date manually changed to (B)(6) 2011 02:02 am. A 10 u normal bolus was performed and the pump history accurately recorded bolus with accurate time/date stamp. During investigation, failure was confirmed; pump was unable to hold date and time and reset itself to default date and time. DHR review: date of manufacture: 2009-05, software version/revision: e3a, within specifications when released: yes, discrepancies identified: no, comments: no.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Brand name - one touch ping glucose management system.

Event description:
The patient reported that the pump is losing power. The patient indicated that the date and time are resetting to default upon power loss. The patient is able to tighten the battery cap properly and reports no damage to the battery cap or battery compartment. This complaint is being reported due to the pump losing power.